Manufacturer narrative:
The reported events of noise and loss of pacing were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During implant procedure, loss of pacing was observed on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.